Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states, the link is broken on a hydraulic lift. Dealer did not have model or serial as the patient only brought him the broken piece.